Manufacturer narrative:
The malfunctioning device was returned for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Set found leaking, crack in the filter.

Manufacturer narrative:
After conducting a thorough investigation into this claim by the supplier of this component, they can confirm a quality problem with this product. In review of supplier's shop orders and review of the maintenance logs settings for the welder and heat sealer were updated to address side seam issues that they encountered. Though (B)(6) medical strives for zero defects, (B)(4) defective parts out of (B)(4) produced as part of these shop orders and well within aql limits. Corrective/preventive action: the supplier has updated the welder and heat sealer settings to address the side seam issues. Supplier will continue to monitor and strive for continuous improvements on their machines.

Event description:
Set found leaking, crack in the filter.